Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the specific lot number information was not provided. Based on the information reviewed, a definite cause for the reported patient effects of recurrent mitral regurgitation (mr) and tissue damage (leaflet perforation) could not be determined. The reported patient effect of recurrent mitral regurgitation (mr) and tissue damage as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Here is no indication of a product quality issue with respect to manufacture, design or labeling. Part number corrected.

Manufacturer narrative:
Dates of event, tests, and implant: dates estimated. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event was captured based on a review of the article, percutaneous edge to edge mitral valve repair with the mitraclip system in barlows disease. It was reported that a (B)(6)-year-old male patient with barlow¿s disease underwent a mitraclip procedure to treat degenerative mitral regurgitation with grade 4. One clip was implanted reducing mr to 2. On 30 day and 12 months follow up, the device and procedure were a success. On last follow up (60 month) visit, the patient had recurrent mr which was treated with a second mitraclip procedure. Two additional clips were implanted. However, despite the implantation of another two clips (three clips in total) early recurrence of mr occurred due to the leaflet perforation and the patient underwent urgent mitral valve replacement. No additional information was provided.